Manufacturer narrative:
The inspection of the device by sorc also confirmed the followings; part of adhesive in the bending section was missing. An abnormal appearance of the control body was confirmed. An abnormal appearance of the connector was confirmed. The angular range of the bending section was insufficient. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported an endoscopic image abnormality and sent the device to olympus. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was not displayed. There was no report of patient injury associated with this event.